Event description:
Through journal article, "comparison of the characteristics of three acellular dermal matrices subjected to distinct processing methods using five types of histochemical staining", healthcare professional reported events of "inflammation and flap necrosis." This occurred with two different patients. Device status is unknown.

Manufacturer narrative:
Article citation: yoo, b. W., kong, y. T., chae, s. W., kim, k. N., song, b., & kim, j. (2023). Comparison of the characteristics of three acellular dermal matrices subjected to distinct processing methods using five types of histochemical staining. Aesthetic plastic surgery. Https://doi.org/10.1007/s00266-023-03318-x. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "flap necrosis".